Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: two opened pen needle samples were returned from an unknown lot. No., cat. No. Unknown. Visual examination of the returned samples was carried out and a bent non patient end of cannula was observed on one sample and a broken non patient end of cannula was observed on the second sample. Investigation conclusion: no DHR review can be carried out as lot number is unknown. Root cause description: as the samples returned were open it is not possible to confirm this defect to be manufacturing related. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that 4 unspecified bd pen needles experienced the cannula breaking off or pulling out. It has not been specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: bent cannula and broken cannula npe.